Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: 1. What were the indications for surgery? Rectal cancer. 2. What healthcare professional fired the device and what is his/her experience with the device? Specialist (colorectal trainee). 3. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b. 4. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. 5. Was the device difficult to close? No. 6. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. 7. Was a complete transection of the white breakaway washer visually confirmed? Yes. 8. Were there any issues noted with staple formation? If so, please describe. Defect in staple line. 9. Was the leak addressed directly in addition to performing the ileostomy? If so, how? Yes, anastomosis was dismantled. 10. Was the ileostomy planned? Did colostomy, not ileostomy ¿ wasn¿t planned. 11. Is the ileostomy temporary or permanent? Colostomy was temporary. 12. Does the surgeon believe the issue was caused by an alleged deficiency of the device or did the tissue factors contribute to the event? Tissue factor. 13. What is the current status of the patient? Doing fine.

Manufacturer narrative:
(B)(4).date of event: month and day unknown. Only year (2019) is known. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Did the healthcare professional receive audible & tactile feedback when firing the device? Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation? If so, please describe. Was the leak addressed directly in addition to performing the ileostomy? If so, how? Was the ileostomy planned? Is the ileostomy temporary or permanent? Does the surgeon believe the issue was caused by an alleged deficiency of the device or did the tissue factors contribute to the event? What is the current status of the patient?

Event description:
It was reported that the surgeon used cdh29a to perform anastomosis during anterior resection. Firing of the device was normal, no additional exertion of force needed to complete the firing sequence. However, upon inspection of resected portion of the anastomosis (doughnut), surgeon noted a third of the usual perfect doughnut was present - indicating an incomplete cutting. Surgeon performed leak-test and noted leak. Tissue was fibrotic. Dr eventually performed an ileostomy. The procedure was delayed 20 minutes.